Manufacturer narrative:
According to the customer contact, "connector did not allow catheter to fully seat. Therefore it did not have proper flow and the catheter slipped out during the case. They tried to reinsert and it did not function properly". No injury was reported related to the incident. No additional information is available at this time. A sample has been requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter slipped out during case.